Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that a haptic ripped during insertion of an akreos intraocular lens, the incision was enlarged and the iol was removed. There were no sutures required to close the incision and no patient injury was reported.